Manufacturer narrative:
(B)(4). The implantable pulse generator ( ipg) was received for analysis. There was no allegation of any issue with the ipg's functionality. The ipg passed functional testing and performs properly. Visual inspection observed no damage or anomalies with the received ipg. The leads were reportedly disposed of at the facility. No lead evaluation could be performed. However, the lead device history record was reviewed. No relevant nonconformances were found. Updated h6.

Event description:
It was reported that the patient had sufficient relief from the therapy, but complained of spasms and pain associated with therapy. The device was explanted without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml#: (B)(4).

Event description:
It was reported that the patient had sufficient relief from the therapy but complained of spasms and pain associated with therapy. The device was explanted without complications. There was no report of patient harm or injury.